Manufacturer narrative:
(B)(4).conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted along with concurrent tvh, vaginal colpopexy, cystoscopy and enterocele repair due to symptomatic uterine prolapse, sui and menometrorrhagia. It was reported that following insertion the patient experienced pain, extrusion, urinary/bowel problems, and infection. It was reported that patient underwent cystourethroscopy, anterior repair, and posterior rectocele repair on (B)(6) 2009 due to urgency, frequency and vaginal prolapse. No additional information was provided.

Event description:
It was reported that the patient underwent a gynecological procedure in (B)(6) 2006 and mesh was implanted. It was also reported that the patient experienced pain, erosion of internal bodily tissue and other injuries following the procedure. It was further reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced urinary incontinence and uterine prolapse.

Manufacturer narrative:
Additional narrative: it was reported that the patient underwent a gynecological surgical procedure on (B)(6) 2006 and mesh was implanted.